Manufacturer narrative:
No device sample was returned for analysis, manufacturing records review found no issues or non-conformance's. Based on available investigation, no root cause could be established. The relationship between the coopervision device and the incident could not be confirmed. This incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(6) 1314956-2024-00005 for second associated incident report.

Event description:
This incident was received by via the online retailer, 1-800contact, as reported to them by the patient and limited information provided. According to the details provided, the patient alleges experiencing an unspecified eye infection or allergic reaction with symptoms of blurred vision for which they sought medical treatment and were prescribed an unspecified eye drop medication. The patient also reports a history of preexisting allergies and is uncertain if the contact lenses are causing the poor vision. Good faith efforts have been made obtain more information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the alleged infection with a lack of medical information, and potential for permanent injury. Should further information become available, a follow-up report will be submitted as appropriate. This incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report: (B)(6) 1314956-2024-00005 for second associated incident report.

Event description:
This incident was initially reported under reference 1314956-2024-00004 on (B)(6) 2024, as an unspecified ocular infection of unknown severity and with an unknown patient outcome. Additional medical information received from the treating physician's office on (B)(6) 2024 indicated that upon lens insertion, the patient experienced itchiness and irritation in the right eye (od) with irritation and bumps under the upper right lid. Per the information received, the patient did not report any symptoms of the left eye, however exam showed papillae and superior limbal keratoconjunctivitis ou. The patient was diagnosed with giant papillary conjunctivitis and prescribed prednisolone 1% strength, to be applied three times daily. According to the treating physician, the incident did not result in any permanent injury, nor were medications or medical interventions required to prevent or preclude permanent impairment of eye function or structure. Based on this new information, the manufacturer has determined that the incident no longer meets the criteria for a reportable adverse event. Any further information received after this report will be reviewed, and a follow-up report will be submitted if appropriate. This incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(4). 1314956-2024-00005 for second associated incident report.

Manufacturer narrative:
Additional medical information was received, this no longer meets the criteria of a reportable adverse event. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Refer to the following fields for updated or corrected data: a2, b3, b4, b5, e1, e2, e3, g2, g3, g6, h2, h6. This incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(4). 1314956-2024-00005 for second associated incident report.